Event description:
The tech alleged the head brake caster is not fully locking causing the bed to slide. No patient impact.

Manufacturer narrative:
The tech replaced the head brake caster to resolve the issue.